Manufacturer narrative:
Investigation: customer returned (4) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 8282548 and (7) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 8120844. Customer states that the scales were misaligned. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 8282548. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200783744, 200782197] noted that did not pertain to the complaint. There was one (1) notification [200783446] noted for scratched print. A review of the device history record was completed for batch# 8120844. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200756255, 200755541, 200755936] noted that did not pertain to the complaint. There were two (2) notifications [200755340, 200755419] noted for scratched print. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that five syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: the scales were misaligned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8120844, medical device expiration date: 2023-05-31, device manufacture date: 2018-04-30. Medical device lot #: 8282548, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-09.

Event description:
It was reported that five syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: the scales were misaligned.